Event description:
It was reported by the rep that the device was used during a colectomy. It was reported after loading, the tlc55 was fired once, a reload (tcr55) was loaded and when the device was fired a second time, only a third of the staples formed and or fired. There was no consequence to the pt.